Manufacturer narrative:
Investigation summary: review of the provided files from the device memory revealed that since 11 may 2024, the device intermittently recorded some episodes with ventricular over-sensing observed due to the abnormal presence of punctual artifacts on the ventricular channel. The ventricular impedance measurements were quite stable since the implantation (around 500 ohms). However, it should be noted that some daily measurements (between (B)(6) 2024 and (B)(6) 2024) showed (few) low values (below 200 ohms). These observations could suggest a short-circuit between the two electrical wires or between the external coil and the external environment. It could be caused by the intermittent presence of insulation damage (internal or external). The suspected damage of the ventricular lead could be (but not necessarily is) the consequence of subclavian lead crush. To support the diagnosis, an x-ray focusing on the lead passage at the subclavian level could be useful. A reintervention is also recommended at this time to replace the ventricular lead; however, this decision is solely left to the physician¿s discretion.

Event description:
Reportedly, during a follow-up on (B)(6) 2024, a ventricular noise was observed in some recorded episodes. The patient suffers from complete av block (cavb) and is pacing dependent. The patient did not experience any symptoms.